Event description:
The report stated that following a c-section a one cm burn was discovered on the right upper quadrant of the abdomen. The degree of burn was not reported, but it was treated with silvadine. The cord of the pencil was secured to drapes in an unk manner. A hole in insulation on the wire of the pencil was noted post surgery. Upon return for eval, testing found that the es pencil failed hi-pot due to the hole in the insulation.

Manufacturer narrative:
Date of initial report: 06/03/2008. The device has been returned for eval, when the investigation is complete, the f/u report will be sent.